Event description:
Pump was reportedly set to infuse at 75ml/hr approx 9min later the IV bag was found empty. Attempts were made to obtain extra information regarding patient status, medical intervention, patient injury, age of patient and the medication involved but no additional details are known.